Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The father reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The father reported the customer's blood glucose was over 600 mg/dl at the time of admission on (B)(6) 2015 and 671 mg/dl on (B)(6) 2015. The father reported the customer experienced high blood glucose and was close to experiencing diabetic ketoacidosis. The customer was not wearing the insulin pump at the time of hospitalization. The customer was disconnected from the insulin pump the day prior. Troubleshooting could not be completed for the insulin pump. The insulin pump will not be returned for analysis.